Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device could not connect to the reporting system and was unable to capture images into the system, which occurred after an unknown procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report was sent in error. The customer could not connect to their reporting system, unable to capture images to their system, attempted to get images from the processor, but was unsuccessful because of a full buffer. This would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.